Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 205 mg/dl. Customer states they were changing the battery for his pump and it turned off and does not know how to turn it on cant get the clip off to verify s/n pump is completely off. The customer was assisted with troubleshoot and customer reports display is blank. Customer states the contacts on the battery cap are neither missing nor damaged. Customer states battery compartment and spring was corroded. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, sleep current measurement test, active current measurement test and self test. The device was received with normal operating currents and no unexpected low battery alarm or blank display noted. It was also received with scratched case and minor scratched lcd window.